Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. After a non bsc guidewire crossed the lesion, predilatation was done using a non bsc balloon catheter. A 12 x 2.25 promus premier¿ stent was advanced but did not cross the lesion. The lesion was predilated again with a non bsc balloon catheter but the stent could not cross the lesion. The promus stent was removed from the patient and the stent was found to be flared. The physician gave up the stent implantation and treated the lesion using plain old balloon angioplasty. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.